Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inches stylet. (B)(6). A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient's precision system was explanted due to an infection at the pocket site. The patient developed redness and swelling at the ipg location. Although the date the infection began is not known the patient has been taking dancomycin for two months. The physician believes the infection was procedure related. The patient is reportedly doing well following the procedure.